Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation finding of inner sheath/shaft detachment of device or device component. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. The inner sheath was found detached and was not returned for analysis. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent difficult to deploy. The observed problem of inner sheath detached was most likely due to procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was implanted transgastric to the stomach. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Based on the available information, there is not enough information to confirm the reported event of stent difficult to deploy; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a 12 cm pseudocyst during a cyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent first flange did not open after 45 seconds. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted transgastric to stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the inner sheath was detached. Please see block h11 for the full investigation details.